Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulties while trying to charge their pump. Multiple attempts were made by tandem's technical service team but further information regarding the patient or event was not obtained. There was no reported adverse impact to the customer's blood glucose level.